Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) exhibited infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.